Event description:
The connector was removed from the pt and replaced. "Dr went in and removed the remaining fluid in the balloon and refilled with 22.5cc of fluid and reconnected with suture tie connectors from the accessory kit, due to recurring incontinence."